Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked into reservoir compartment past the second o-ring. Reservoir compartment was dried out. Customer's blood glucose was 98 mg/dl. Reservoir woudl be replaced.